Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins was turned on and the patient wants to turn the ins off. The patient reported that if the ins is on all the time it makes the pain worse. The patient stated she did not have the patient programmer set where it stops at a certain time and turns itself back on. The patient had the device set on manual. The patient stated the device can turn on and off according to her pain. The patient wants a representative to help her turn the ins off. The patient stated the representatives have a unit that they use to help make routine therapy adjustments to her stimulation. The patient dropped the patient programmer in the toilet and it could not be retrieved. Additional information received from the patient reported that her butt was vibrating like you wouldn't believe. The patient had turned the implant on and she was going to shut it off at her healthcare provider¿s office, she went to the bathroom, her leg gave out, and the patient programmer fell in the toilet and flushed. It was reviewed how to turn off the implant with the recharger. The patient further reported that for a while, the stimulation has been hurting badly at the implant site. The patient also says she felt like the stimulation was going down her leg when she needed it to go up her spine. The patient was redirected to their healthcare provider, and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) viaa manufacturer representative on 2017-nov-01 reporting that there was no device issue associated with the report that the patient¿s ¿leg went out.¿ the patient did not mention the painful stimulation to the manufacturer representative and it was unknown when this started to occur. Patient weight was asked but unknown. The manufacturer representative met with the patient on (B)(6)2017 and provided a patient programmer. This information was confirmed with the physician/account. No further complications were reported.